Manufacturer narrative:
(B)(4) follow up for device evaluation. A complaint was received reporting that the item appeared dirty within a sealed package. One sealed, blister packaged sample was received by the quality team for evaluation, and a visual inspection was performed. Inspection of the syringe barrel identified embedded degraded resin at the barrel flange and at the 15ml and 20ml graduation marks. No other defects or imperfections were observed. Embedded degraded resin is a known condition that can occur at startup or intermittently during the injection molding process when degraded material detaches and is inadvertently molded into the component. A device history record review was completed for material number 302830, lot 5303684. The review did not reveal any quality issues during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections were documented as compliant with specification requirements. The sample will be used to increase associate awareness. Based on the investigation and analysis of the returned sample, the customer reported condition is confirmed.

Event description:
It was reported by the customer that item is dirty inside sealed package. It was on both ends of the product still inside the original packaging. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.